Manufacturer narrative:
Per the clinic, the device was explanted on (b)(67) 2018. The patient was not reimplanted.

Manufacturer narrative:
This report is submitted on may 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu. It is unknown if there are plans to explant the device, as of the date of this report.